Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer and a manufacturer representative reported that the patient was still in the hospital after implant. They were having abdominal and leg pain after surgery. The pain was described as shooting and stabbing and they couldn¿t get their left leg up or down. They were able to move their right leg but couldn¿t stand to have anything touch it including the bed sheet. It was thought that these issues were related to the surgical procedure. The patient had a doctor¿s appointment on (B)(6) 2016 and was going to be seen by a manufacturer representative.

Manufacturer narrative:
References: the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the patient was treated with medication and the pain had reduced gradually. No further information regarding the relationship between the pain and the manufacturer's device was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.